Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that vns patient was having increase in seizure activity. Follow up with the neurologist revealed that the seizure increase was at pre-vns baseline. However, after receiving patient's programming history, it was revealed that the device dcdc=0, indicating possible short circuit based on the patient's clinical symptoms. The patient suffers from mental retardation and it is unknown if he can perceive the normal/magnet stimulation. The magnet is still on and surgery has been planned with possible lead replacement because of the dcdc of 0.